Event description:
It was reported that the patient experienced reservoir migration resulting in inflation issues with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced reservoir migration resulting in inflation issues with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.